Manufacturer narrative:
The insulin pump had button error alarm and no esc button response due to corroded keypad traces. The device had a cracked case on display window corners, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 175 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.